Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 and d10 is captured under a separate medwatch number.

Event description:
It was reported that the procedure was to treat a coronary perforation. The 4.0x16 mm graftmaster covered stent was implanted but did not seal the perforation. Another 4.0x16 mm graftmaster was implanted and sealed the perforation after prolonged post dilatation. The devices did not cause or contribute to complications or adverse events. No additional information was provided.